Manufacturer narrative:
A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, observed that the pendant was in "boot" mode and deduced that the computer service kit and power software board kit required replacement. Replacement parts were requested and shipped to the site. All the covers were removed revealing that the image acquisition system (ias) computer power light was on, but the hdd and ethernet led indicators were not illuminating. The ias computer was manually restarted using the power button and system booted. The system software was reloaded but did not recreate symptom. Power switching board was replaced as a precaution. After shooting several a/p & lateral shots, as well as 3d spins, and stressing the system by moving the gantry, the issue was not recreated. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The computer service kit and power software board kit were returned to medtronic for analysis. An on-site investigation was completed on the returned parts. Computer service kit ¿ was not used in repair and returned to medtronic software board kit - could not confirm reported problem. A simulated use test was performed. Power switching board was installed in the test system and ran without any issues. Per system check-out issue could not be replicated at site power switching board replaced as a precautionary measure. No fault found this review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure the, site's imaging system gantry did not perform functional motions resulting in inability to move the imaging system gantry. Initially, upon booting up the systems, image acquisition system (ias) was unable to communicate with the mobile view station (mvs). After rebooting the system the gantry would not move. The system was rebooted again establishing communication, as well as ability to move the gantry. The gantry was positioned around the patient and proceeded to take a successful ap shot, but when attempting to take a lateral shot the gantry would not move. The medtronic representative observed that the led lights on the gantry were blinking, rapidly. The gantry had to be manually opened in order to remove it from around the patient. The surgeon discontinued use of the imaging system and chose to proceed with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay of 12-15 minutes to the procedure due to this issue. There was no impact on patient outcome.